Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads [...] I can't get them to stay on the toothbrush - the[y] fall off mid brush - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not stay on the oral-b toothbrush handle and fell off while he was brushing. No injury was reported.